Manufacturer narrative:
Concomitant product: product ID: 8709sc, lot# n178296001, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a physician regarding a patient receiving intrathecal baclofen via an implanted pump. The type of baclofen, lot number, concentration, and dose were unknown to the reporter. Other medications the patient was taking at the time of the event were not reported. Other relevant medical history of the patient was not reported. The pump's IFU (indication for use) was listed as intractable spasticity and spinal cord injury/disease. On (B)(6) 2015, the patient was found unresponsive. The symptom was considered sudden. The patient's knees were contracted and the reporter was not sure whether the pump or the drug in the pump had anything to do with the patient's condition. The reporter requested a company representative interrogate the pump. The reporter found opiates in the patient's urine but didn't think the patient had opiate in the pump. There were no pump system interventions performed as of the date of the report, but the physician was currently working up the patient to determine why he was found unresponsive. The patient's current status was hospitalized. The diagnostics, actions/interventions, cause and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.